Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the cylinder and tube was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a difficult inversion problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the air/water cylinder, air/water tube, and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the air/water cylinder, air/water tube, and jet tube. In addition to the reportable malfunction, the following were noted: the forceps channel port was shaved; the grip had a scratch; the air/water-cylinder was deformed and had no color; the suction cylinder had no color; the plug unit was damaged; the label on the suction connector was damaged; due to a burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of the angle wire, the bending angle in the up and down directions did not meet the standard value; due to deformation of the bending tube, the bending angle in the up direction exceeded the standard value; the image guide protector was damaged; the objective lens and the light guide lens had a crack; the connecting tube had a buckling; the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.